Manufacturer narrative:
Customer reported that a pyxis anesthesia es system did not prompt for user credentials during a procedure, delaying access to medication. Customer stated that the device was rebooted, initiating operating system update installation. The procedure was an operative hysteroscopy with dilation and curettage. The name of required medication was not disclosed. No patient harm was reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the affected user did not have the appropriate configuration to allow system access by using a password. The system prompted for the user's fingerprint as expected. The technical support specialist added that by rebooting the device, operating system updates were triggered. The device's configuration prevents autonomous installation of system updates. User settings modified to customer's needs. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system did not prompt for user credentials during a procedure, delaying access to medication. Customer stated that the device was rebooted, initiating operating system update installation. The procedure was an operative hysteroscopy with dilation and curettage. The name of required medication was not disclosed. No patient harm was reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d4: catalog number and UDI, d5, g1, h1, h6 annex a and annex c, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-may-2021 to 03- may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the technical support specialist evaluated the device and determined that the affected user did not have the appropriate configuration to allow access to the system by using a password. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not prompt for user credentials and the device had to be restarted. The device went through 2 rounds of systems updates and then a configuration update. During this time the staff was unable to dispense medication causing a 20-minute surgical delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following sections contain corrections/additional information: a1, b5, d1, d4, d5, g1, h6, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the technical support specialist evaluated the device and determined that the affected user did not have the appropriate configuration to allow access to the system by using a password. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
The customer reported that a pyxis anesthesia es system did not prompt for user credentials during a procedure, delaying access to medication. The customer stated that the device was rebooted, initiating an operating system update installation. During the installation update, the device went through 2 rounds of systems updates and then a configuration update. The anesthesiologist was unable to remove the required medications, and this caused a 20 delay in surgery. The procedure was an operative hysteroscopy with dilation and curettage. The name of required medication was not disclosed. No patient harm or injury was reported.